Event description:
Information received from the article: mokin m, et al. Thrombus density predicts successful recanalization with solitaire stent retriever thrombectomy in acute ischemic stroke. J neurointervent surg 2015;7:2 104-107 published online first: 7 february 2014 doi:10.1136/neurintsurg-2013-011017 (http://jnis.bmj.com/content/7/2/104.long). Medtronic (covidien) received information through journal/literature review regarding incidents involving its products. Cases of anterior circulation acute ischemic stroke that involved solitaire stents. 41 patients were identified having the solitaire as the primary device and there were three device malfunctions out of these 41 patients. Two of those cases, the stents were not able to retrieve the clot after several attempts, and adjunct treatment with intracranial balloon angioplasty was required. In the third case, the solitaire fr became entrapped inside the dense calcification after its deployment and had to be recaptured with a microcatheter. It was reported that all these three patients had calcifications within the target artery that were overlapping the thrombus (defined as hu: hounsfield unit value}100) therefore, they were excluded from the main analysis because these lesions produce very bright artifact that interferes with accurate interpretation of clot density.in addition to the three device malfunction events, the author also reported that 24 patients achieved recanalization tici 2b-3 while 17 patients experience no recanalization with tici score 0-2a. It was concluded that for acute strokes treated with solitaire stent retriever thrombectomy, higher thrombus hu values are predictive of successful recanalization. Such information can be used in decision making when estimating recanalization success rate with different endovascular

Manufacturer narrative:
The report was created to capture the incidents involving the solitaire device. The information was captured from mokin m, et al. Thrombus density predicts successful recanalization with solitaire stent retriever thrombectomy in acute ischemic stroke. J neurointervent surg 2015;7:2 104-107 published online first: 7 february 2014 doi:10.1136/neurintsurg-2013-011017 (http://jnis.bmj.com/content/7/2/104.long). The lot history record review was not possible as the lot number was not reported.